Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-26-us, serial/lot #: (B)(4), ubd: 18-jan-2020, UDI#: (B)(4), the device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the sinu ses. The physician attempted to recapture the valve, however the handle was rolled the wrong direction and the valve was deployed. The valve was snared and a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.